Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for a clip failing establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted without any issues. A second nt mitraclip failed establishing final arm angle (efaa) during the procedure, having opened to 120 degrees. The nt clip was removed and replaced with another without further issue. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay caused by any of the abbott devices used in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).